Event description:
Circulating nurse during this case found that three different 2-0 polysorb sutures were in the package, within the expiration date, but found to have a brown/orange rust-looking spots on the inside of the sterile packages on the silver part of the suture pack. They are all with the same lot number and expiration date. This was caught prior to opening to the field/given to the scrub/surgeon by the circulating nurse and therefore not used on the patient. The circulating rn (registered nurse) made sure to carefully inspect each suture pack prior to opening any to the field. This was brought to the charge nurse's attention at the end of the case. This incident is to be brought to leadership in the am (morning) by the request of the circulating nurse and surgeon. Reference reports: mw5148545, mw5148546.